Event description:
The account stated that the architect c4000 analyzer generated initial decreased calcium results of <0.50 mmol/l in duplicate. The sample was repeated and a result of 2.45 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect product has been changed in section d4 (suspect medical device) and was determined to be the architect c4000 cuvette segment. Additional incidents: the customer stated that the architect analyzer generated 2 low glucose results, a low triglyceride and a low hdl result. Sample 112791 generated an initial glucose of <0.28 mmol/l (<5.04 mg/dl) with a repeat of 5.58 mmol/l (100.5 mg/dl). Sample 112792 generated an initial glucose of <0.28 mmol/l (<5.04 mg/dl) with a repeat of 4.74 mmol/l (85.4 mg/dl). Sample 112788 generated a hdl result of < 0.08, which was repeated at 1.41 mmol/l and a triglycerides result of < 0.13, which was repeated at 1.01 mmol/l. (B)(4). The investigation of the issue identified cuvettes located within broken cuvette segments list number 2p75-01. This caused the specific cuvettes to be lower than the designed height, which resulted in samples not wicking-off into the cuvettes during dispense because the sample probe was not in contact with the cuvette bottom. In the case where cuvette segments are broken, discrepant results are not always flagged. No injuries or impact to patient management have been reported due to this issue. The investigation determined that if the integrity of a cuvette segment is compromised, cuvettes may become misaligned during the course of normal instrument operation, and the sample probe may fail to make contact with the bottom inner surface of affected cuvette(s), which may lead to incorrect results. A malfunction and a product deficiency were identified and the following corrective actions were issued: a mandatory technical service bulletin (tsb) on all c4000 instruments (effective january 15, 2015) was issued with an 18-month completion timeframe. This mandatory tsb instructs field service to: inspect all cuvette segments on the c4000 system and in customer inventory (if any) replace any identified broken cuvette segment. Replace any old segment with the part of cuvette segment, no cuvettes (7-207043-01) a worldwide quality hold for 2p75-01 including final disposition to inspect has been issued.

Manufacturer narrative:
Cuvette segment broken. An abbott field service engineer (fse) was dispatched to the account. The fse replaced 3 cuvette segments which were broken. The architect system operations manual and the architect calcium reagent package insert were reviewed and were found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.